Event description:
It was reported that during npwt utilizing a renasys touch, it was unable to charge the battery when the device was being connected to the main power, and low battery alarm continued. The problem was no solved by using a different ac adapter. There was no patient harm. No delay was reported.

Manufacturer narrative:
The reported devices were received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and no damage was observed. The reported complaint was confirmed as both devices failed to charge the test unit but unfortunately the root cause could not be determined during the complaint assessment. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.